Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure in which exploration and tube irrigation where performed because air accumulated in the pump causing the component to malfunction. Nothing was removed and replaced. No further information was provided.